Event description:
Related manufacturer reference number: 1627487-2022-06908. It was reported that the patient's extensions exhibited high impedances. Reportedly, the patient was flipping the ipg in the pocket, and the extensions became tangled. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.